Event description:
It has been reported to co that a torsional kinked occurred in an al20 guiding catheter and further attempts to unfold the catheter caused a tear rupture of the catheter that was split into 2 pieces and necessitated a vascular intervention in order to retrieve the distal catheter from the iliac and the abdominal aorta.